Manufacturer narrative:
The affected device was returned to infutronix for investigation. Pump powered on without any issue. Pump was set to run for 24 hours. The pump was checked a few hours in, and the pump had powered off. A new battery was put into the pump and the infusion was attempted again. With a new battery, the infusion completed without the pump powering off. Reported issue confirmed, root cause is a depleted battery.

Event description:
Infutronix received a complaint from a user facility representative: "pump 300207 was off when the patient came in for a disconnect and the patient said he did not turn it off. " device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.